Event description:
The customer reports that upon incoming inspection testing, the display would not power on. The ac power light would come on and audio can be heard, but nothing can be seen on the display. There was no patient involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.